Manufacturer narrative:
Upon receipt the device was interrogated, confirming the battery status eos. The icdwas implanted for 33 months and 31 charging cycles were recorded to the device memory. The memory content of the device was inspected. The inspection revealed 17 episodes of regular vf detections in the time of 6:19 pm to 7:42 pm on (B)(6) 2015 due tointrinsic signals that largely led to full energy therapy delivery. The data further showed a magnet application during one of that episodes at 7:32 pm. As specified, the magnet application terminated the therapy delivery successfully. At 7:42 pm a further episode of vf occurred with subsequent charging of a defibrillation shock. However, this charging cycle was aborted due to the activation of the battery status eos. Based on the analysis of the memory content it is likely that the applied magnet had an unfavorable position during episode prior to eos detection on (B)(6) 2015. An unfavorable orientation in combination with a short distance between the magnet and the device during a charging cycle may lead to such rare clinical events. When there is a short distance between the magnet and the ICD, and the orientation of the magnet is aligned to cause the magnetic field to be strongest over the high voltage transformer, a saturation of the transformer may appear during an ongoing charging, leading to a temporary drop of the supply voltage below the eos level, resulting in the observed battery status eos. This anomaly does not represent a device malfunction. This status is only achieved with the combination of an exact position of the magnet over the high voltage transformer, and the reduced distance from device to magnet during a charging cycle. In a next step, the eos status was removed with a technical programmer and subsequent interrogation revealed the battery status mol1. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified,documenting a correct sensing and shock delivery. In particular, the specified energy level was reached and the charging time was as expected. There was no indication of a device malfunction.

Event description:
This device was explanted because it was at eos due to high threshold on the rv lead, so the output was set higher than normal. There were no adverse patient events reported. Should additional information be received, this file will be updated. 3/9/16 - based on the analysis, it was decided that this needs to be reported to the FDA.